Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # 467c20. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60d reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator top cover was found to be missing; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The missing the switch actuator top cover from the pcb, is potentially related to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review. A manufacturing record evaluation was performed for the finished device batch number 467c20, and no non-conformances were identified. Additional information was requested and the following was obtained: the knife did not move at all. It was not like knife stopped after it was slightly moved like lock out. When the cartridge was checked, the knife was not moved at all. It is maybe the device or the battery issue.